Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 200cc's. There were no pt ill effects or any medical intervention required. Sample has not been returned to the MFR.